Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact on the customer's blood glucose level. Technical support assisted the caller in resetting the pump, and the malfunction code did not recur afterwards; the customer was informed they could continue using the pump and confirmed understanding of the resolution.